Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high, out of range shock impedance measurements (125 ohms). The device also emitted beep tones. It was reported that the shock impedance measurements have been gradually increasing over the past year. Boston scientific technical services (ts) discussed that single coil leads tend to have higher shock impedance measurements. There were no other concerns or signs of issues. No adverse patient effects were reported. The system remains in service.